Event description:
It was reported that the device ran too fast even though it was set to infuse heparin 250ml (rate of 18ml/hr) over 13 hours. It was noted that the infusion was completed in 4 hours instead. It was mentioned that the patient's "labs" were elevated but had no adverse effects. The event occurred on (B)(6) 2021 between 2033 and 2355. There was patient involvement but no harm.

Manufacturer narrative:
Omit: a1402 - excess flow or over-infusion (1311), b17 - device not returned, c20 - no findings available, d15 - cause not established. Additional information: device available for eval, returned to manufacturer on, device return to manuf., device eval by manufacturer, reason code for no evaluation, if other specify, imdrf annex a,b,c,d and g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device evaluated by bd.

Manufacturer narrative:
Correction : imdrf annex g codes. Omit: g02001 - antenna.

Event description:
It was reported that the device ran too fast even though it was set to infuse heparin 250ml (rate of 18ml/hr) over 13 hours. It was noted that the infusion was completed in 4 hours instead. It was mentioned that the patient's "labs" were elevated but had no adverse effects. The event occurred on july 25, 2021 between 2033 and 2355. There was patient involvement but no harm.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. No devices received, log review only.

Event description:
It was reported that the device ran too fast even though it was set to infuse heparin 250ml (rate of 18ml/hr) over 13 hours. It was noted that the infusion was completed in 4 hours instead. It was mentioned that the patient's "labs" were elevated but had no adverse effects. The event occurred on (B)(6) 2021 between 2033 and 2355. There was patient involvement but no harm.